Event description:
The access wire broke (unraveled) after access was obtained and the physician pulled it out. The tip of the wire came apart and could have stayed inside the patient's subclavian vein.